Manufacturer narrative:
Performed self-test, visual inspection of device, and mechanism inspection. Self test: performed performance verification test (pvt) delivery accuracy test, results: 21.2 ml. Tested again after repairs 20.8ml. Was able to confirm device is noisy while infusing. However, device did not alarm during testing. Alarm/device log: confirmed e380 visual inspection: fluid shield is damaged consistent with normal wear and tear. Rear case has small crack in the middle in line with the pole clamp. Rear gasket has a small section damaged preventing it from sealing properly. Replaced plunger motor, and recalibrated mechanism. Performed 12 hour run-in for plunger motor replacement. Verified device did not alarm further. Probable cause: plunger motor updated d4 UDI format.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a plum 360 where it was reported the pump is giving an e380 plunger failure, and the pump is very loud when infusing. Also, the unit fails flow rate at 21.3 ml delivered at 20ml. There was unknown patient involvement, unknown patient harm and unknown delay in therapy.